Event description:
Customer reported that, "(B)(6), we were unable to obtain a pulse ox reading at all, or was giving me a reading in the mid 90's when this sat was actually much lower. We had to draw frequent abg's to monitor his oxygen".

Manufacturer narrative:
Relevant tests/laboratory data, including dates.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a f/u report will be submitted.